Manufacturer narrative:
Complainant address and city: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered, and stent damage and movement on balloon occurred. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced for treatment. However, there were difficulties encountered in advancing the device through the vessel and during removal as well. Subsequently, the "rods caught the board causing damage to the rods". The stent also appeared as though it was not properly attached to the balloon at the end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. The proximal stent struts were bunched in the distal direction exposing the balloon wall for approximately 4mm. The distal stent struts had moved in a distal direction over the distal markerband. The manufacturing crimp data for this unit was reviewed and no anomalies were highlighted. The maximum stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon may have been subjected to positive pressure as the proximal and distal struts are slightly flared. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found multiple kinks in several locations on the proximal and distal sides of the bi-component bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered, and stent damage and movement on balloon occurred. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced for treatment. However, there were difficulties encountered in advancing the device through the vessel and during removal as well. Subsequently, the "rods caught the board causing damage to the rods". The stent also appeared as though it was not properly attached to the balloon at the end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.